Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2017-07929. It was reported that the patient experienced ineffective therapy from their scs system. As a result, the patient may consult another physician for a dorsal root ganglion (drg) trial.

Event description:
Device 2 of 2. Reference MFR report.#1627487-2017-07929. Additional information identified that surgical intervention was undertaken wherein one lead model# 3186 was explanted and replaced. Post-operatively effective therapy was restored.

Event description:
Device 2 of 2: reference MFR report#1627487-2017-07929.